Event description:
It was reported the lesion was identified in the subscapular muscle of the left shoulder. An 8.5 x 72mm cannula was placed through the anterior portal, and through this, the accu pass was passed, the subscapular was perforated with it, but the nylon with which the device comes, only passed about 2 cm and it was locked in the wheels , they tried to pull it with a recovery pin however it was broken. The device was removed and the second nylon was placed on it, but the same things happened, the suture was locked between the wheels. A second accu pass of the same reference was passed and this worked without any problem.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.